Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect troponin result was generated. An initial positive result of 0.423 ng/ml was generated. The sample was repeated and a result of <0.03 ng/ml was generated. A new sample was obtained 8 hours later and a result of <0.03 ng/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
The customer observed a falsely elevated patient result, while using architect stat troponin-I, list 2k41-27, lot 60820un14. Accuracy testing was completed using retained kits of architect stat troponin-I lot 60820un14. Acceptance criteria was met which indicates acceptable product performance. The architect stat troponin-I package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.